Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty events were reported for this quarter. Nineteen devices were received for evaluation; 17 events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Twelve devices were found to be affected by compromised lubrication. Three devices were found to be affected by internal corrosion and compromised lubrication. Three devices were found to be affected by internal corrosion. One device was found to be affected by compromised lubrication and a shattered bearing. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the device was reportedly overheating. Eighteen events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. One event had patient involvement; the patient received a first-degree burn.